Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). A visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. It was also noted that the balloon had a black stain outside, which is probably from any other solution used during the procedure. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the distal section on the body of the balloon. It is possible that interaction with the scope or any other surface during the procedure could create friction on the balloon, causing the reported issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, the baloon was able to be inflated to a maximum diameter of 15 mm, but it could not be pressurized to a low pressure of 8 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. It was noted that the balloon had been pre-tested prior to use in the patient. Note: the instructions for use (IFU) indicate not to pre-inflate the balloon. Investigation results revealed that this balloon had a pinhole; therefore, this is now an MDR reportable event.